Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had r-waves that dropped and also exhibited no sensing. The lead impedance and capture threshold values were normal. The physician capped and replaced the lead on (B)(6) 2018. The patient was stable before, during, and after the procedure.